Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.